Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Report being re-submitted on 7/13/2017 following failed submission on 7/12/2017 due to exceeding maximum character count.

Event description:
It was reported that the cutting block produced, was apparently well positioned in the bone when used. After that, the surgeon performed a severe anterior notching in the femur, considering the final position dictated by the cutting block.